Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05611. On (B)(6) 2013, the patient underwent a trial procedure. On (B)(6) 2013, the patient vomited and began to experience soreness in his lower back. On (B)(6) 2013, the patient went to the emergency room due to losing mobility in his legs and bleeding near the lead site. As a result, the leads were removed. Cat scan results revealed no anomalies. The patient remains unable to move his legs and has lost sensation below t12.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.